Event description:
Tandem t:slim x2 insulin pump with control iq is supposed to connect with dexcom g7 continuous glucose monitor (cgm) and adjust insulin delivery based on glucose readings. When I wear the dexcom g7 on the back of my arm (the only location approved for wear) and my insulin pump is in a loose pocket on the opposite side of my body (e.g., in running shorts or pajama pants), the insulin pump loses its connection to the dexcom - simply because my body is in the way. In other words, it's within 3 feet of the insulin pump and still can't read the cgm readings. Therefore, it cannot work as intended.